Manufacturer narrative:
Other, other text: the returned radical-7 was investigated. The device powered on via battery and ac power. The investigation showed damaged pins on a component of the technology board, resulting in a watchdog alarm which was triggered during bootup when the device powers off by itself.

Event description:
The customer reported the radical-7 "comes on, but switches off again by itself after a short time." There was no patient impact or consequence reported.

Event description:
The customer reported the radical-7 "comes on, but switches off again by itself after a short time." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.